Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 400mg/dl. The customer was admitted to the emergency room and treated for their hgh blood glucose with manual injections. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.